Event description:
It was reported that the 980 ventilators failed the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the 980 ventilators failed the extended self test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator, found that the unit failed extended self test (est) with exhalation auto zero solenoid not operational message and replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One eva was returned to medtronic for analysis. A visual inspection was carried out on the returned eva and no anomalies were observed. The eva was attached to the test ventilator and powered up. During the est, the unit failed the circuit pressure test with the message "exhalation autozero solenoid not operational". After a thorough investigation, a faulty autozero solenoid (so1) on the exhalation sensor printed circuit board assembly (pcba) of the eva was identified. Analysis determined the exhalation sensor pcba of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was determined to be a faulty autozero solenoid (so1). The serial number of the exhalation sensor pcba of the eva is in scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.